Event description:
The philips, patient information center (pic) computer which displays 16 patient's telemetry wave forms froze for a few minutes, the system was then rebooted. The rebooting process took about 5 minutes. Shortly after the display monitor came back on, it was noted that one patient had bradycardia. This patient was an unresponsive dnr patient, for which comfort measures only were being administered. The patient expired about one hour later.health professional's impression: it was determined that the patient was receiving comfort measures only and was at the end of life prior to the incident. However, there were 15 other patients that were at risk during this period for which we were unable to view their wave forms. There were no adverse outcomes to the other 15 patients.manufacturer response for monitor, central, physiological, telemetry: waiting for response from field service rep.